Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, bg readings were taken from the heel. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. Data was provided but issue could not be assessed because calibrations were not available for analysis. A root cause could not be determined. Labeling indicates: only use fingerstick measurements from your bg meter for calibration. Never use alternative site bg values such as blood from palms, forearms, etc. Alternative site bg values are different from a fingerstick bg value and may not reflect most recent bg value.